Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that an allergic reaction and life-threatening complications requiring surgical removal of the device occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Due to the patient's allergy to nickel, the patient experienced life-threatening complications. Open heart surgery was performed in response to the patient's reaction, and the closure device was removed. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2024 since the social media comment was made in 2024 and the event date is unknown. D6a: implant date - estimated as (B)(6) 2024 since the social media comment was made in 2024 and the implant date is unknown. D6b: explant date - estimated as (B)(6) 2024 since the social media comment was made in 2024 and the explant date is unknown.